Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was undergoing a generator change. The system impedance is currently a little bit high, which is slightly high but still within a range that can be successful. It was suspected to be caused by calcification. Additionally, it was noted that the patient had a previous episode that required three shocks to convert the rhythm, which raises concerns about the effectiveness of a defibrillation threshold test (dft) in guaranteeing future success. Troubleshooting options were discussed and recommended. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was undergoing a generator change. The system impedance is currently a little bit high, which is slightly high but still within a range that can be successful. It was suspected to be caused by calcification. Additionally, it was noted that the patient had a previous episode that required three shocks to convert the rhythm, which raises concerns about the effectiveness of a defibrillation threshold test (dft) in guaranteeing future success. Troubleshooting options were discussed and recommended. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported. Additional information received indicates that an dft testing was performed with the new s-ICD and the shock failed and the shock impedances were high. The physician confirmed calcification. Reprogramming efforts were performed and the plan will be to be replaced with tv.

Manufacturer narrative:
Field d: model number and catalog number already updated to 3010.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was undergoing a generator change. The system impedance is currently a little bit high, which is slightly high but still within a range that can be successful. It was suspected to be caused by calcification. Additionally, it was noted that the patient had a previous episode that required three shocks to convert the rhythm, which raises concerns about the effectiveness of a defibrillation threshold test (dft) in guaranteeing future success. Troubleshooting options were discussed and recommended. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported. Additional information received indicates that an dft testing was performed with the new s-ICD and the shock failed and the shock impedances were high. The physician confirmed calcification. Reprogramming efforts were performed and the plan will be to replaced with tv.